Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that for the last year pt had been having trouble with charging the implant, and now it won't even charge anymore. Pt stated that the last time they charged the implant was 3 weeks ago, and it was taking hours and hours to charge to full. Pt stated they were getting decent connection with like 6 or 7 boxes filled in but was taking forever. Pt added that the implant wasn't holding the charge as well either and would die quickly. Pt stated that the implant has been dead now for a week, and they had been trying to recharge it but just kept seeing the "reposition the antenna" screen. Pt stated they move it around over and over but can't connect. Pt noted the programmer will no longer connect to the implant either. Pt denied any visible damage to the recharger. Pt mentioned the recharger was replaced a couple years ago. Pt stated they had been trying to connect for 30 minutes this morning and kept repositioning it and turning the dial on the antenna, but they could not get connected. The issue was not resolved. Pt was redirected to their healthcare provider to meet with a rep for possible overdischarge and troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the battery needed to be replaced. They met with their doctor to discuss changing the battery.